Manufacturer narrative:
Patient information has not been provided. A medtronic representative went to the site to test the equipment. He was able to reproduce the reported event. The 3d calibration was completed and the system accuracy was adjusted. The system checkout showed that the system was fully functional. The rep covered a subsequent surgery using the same system and reported that the surgeon was accurate using navigation.

Event description:
A medtronic representative reported that he felt the o-arm spins were inaccurate. When the surgeon was placing the probe on the spinous process the software indicated that they were in the black space around the spinous process. The surgery was completed with no reported impact to the outcome of the patient.